Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that he received two pump error alarms on the insulin pump. The customer¿s blood glucose at the time of the incident was less than 200 mg/dl. The alarm occurred when the device was inside their pocket. The customer stated they had to reset the time on the insulin pump and he was exited from auto mode. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump not received in stuck manufacturing mode. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected pump errors noted during testing. No unexpected pump errors noted on long trace download files. Unit passed self test. Unit received cracked retainer, minor scratched display window, pillowing keypad overlay and scratched case.